Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from multiple patient samples processed on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. There was no indication the vitros tropi es reagent contributed to the event as expected tropi es patient results were obtained using the same vitros tropi es reagent pack tested on an alternate vitros system. It is unlikely an instrument issue contributed, as the pre-service tropi es within-run precision test was within acceptable guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation.

Event description:
The customer obtained non reproducible, higher than expected vitros tropi es result from multiple patient samples processed on a vitros eciq immunodiagnostic system between (B)(6) 2014. The magnitude of bias observed met vitros tropi es potential health and safety criteria. Sample 1= 0.116 ng/ml vs. Expected <0.012 ng/ml. Sample 2= 0.083 ng/ml vs. Expected <0.012 ng/ml. Sample 3= 0.091 ng/ml vs. Expected <0.012 ng/ml. Sample 4= 0.107 ng/ml vs. Expected <0.012 ng/ml. Sample 5= 0.107 ng/ml vs. Expected <0.012 ng/ml. Sample 6= 0.353 ng/ml vs. Expected <0.012 ng/ml. Sample 7= 0.088 ng/ml vs. Expected <0.012 ng/ml. Sample 8= 0.094 ng/ml vs. Expected <0.012 ng/ml. Sample 9= 0.099 ng/ml vs. Expected <0.012 ng/ml. The higher than expected vitros tropi es patient results were reported outside of the laboratory; however, tropi es testing was repeated on the affected samples and corrected reports were issued. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).